Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The cine components in workstation were evaluated and reseated. The cine drive was reformatted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently locked up when pausing cine runs during review, must reboot system to return function. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.